Event description:
It was reported that the right ventricular lead exhibited intermittent capture and low lead impedance. The physician believed there was an insulation issue. The lead was capped and replaced on (B)(6) 2017 successfully. The patient did not experience any adverse event.